Event description:
It was reported that when using bd pyxis¿ medstation¿ es system had encountered unexpected data error. The customer stated that the malfunction occurred when a user tried to issue medication and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had encountered unexpected data error. A technical support specialist (tss) dialed into the server and was able to ping the station. The customer was asked to reboot the device, and the tss confirmed the reboot while monitoring from the server. The customer mentioned that a field service engineer (fse) had resolved the issue while onsite for another station. After the intervention, the customer was able to use the station without any errors and confirmed that the issue did not reoccur. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using bd pyxis¿ medstation¿ es system had encountered unexpected data error. The customer stated that the malfunction occurred when a user tried to issue medication and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.